Event description:
It was reported that multiple patient alerts triggered due to implantable cardioverter defibrillator (ICD) low battery voltage. The ICD indicated early elective replacement indicator (eri). The ICD remains in use and device replacement was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, time of recommended replacement time (rrt): (B)(4) 2015 02:15:00.